Event description:
The patient's nurse reported that upon device interrogation high impedance registered on the patient's device. The nurse mentioned that x-rays were taken and evaluated. The nurse reported that they did not observe anything out of the ordinary on the patient's x-rays. The patient's lead had been implanted over 16 years at time of high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.